Event description:
A57 year old female was admitted to our hospital for a d &c and removal of a retained iud. The procedure progressed as planned up until the insertion of the hyszteroscope and infusion of 30 cc's of solution. At this time, the anesthelogist noted a drop in the patient's pco2 from 34 to 14. The procedure was immediately terminated and the patient was placed in our ICU as a precaution. A pulmonary consult was called. The patient had no complaints of shortness of breath or diaphoresis at any time. She was hemodynamically stable and was discharged the following dayinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.